Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. D10: concomitant medical products, part (lot): 115310(j7836529), 110032410(67185082), 115395(66792976), 180552(66890490), 180553(67271033), 180550(67338919), 180550(67338919). Associated product information: 110031424(67233121), 110031399(67351423). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. The customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient passed away in recovery following a reverse total shoulder replacement with the comprehensive system. As far as the surgeon was concerned, the operation was completed as expected. It was reported that no further information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10. The reported event is not confirmed. Product has not been returned. No product evaluation was able to be completed. Procedural related complications are influenced by the type of surgery, patient's pre-existing health conditions and perioperative management. In this case the patient expired after a successful surgery in the postoperative area. Cause of death has not been provided and no additional information concerning patient preoperative health history has been provided. Any surgical procedure under anesthesia places the patient at risk for bleeding, dvt/pe, cardiac stress, stroke, malignant hyperthermia and blood pressure irregularities all of which could contribute to a patient having severe complications and even death. As this is not related to our products or instrumentation we would not consider this device related, but related to the procedure. Root cause of the reported event is not device related. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.